Manufacturer narrative:
Customer called service reporting they were getting a `system misaligned' message on the table tube shroud display. System is designed to not fluoro if system isn't properly aligned. Service had him attempt to move the image system via the hand switch, but the imaging system would not move. In one direction it says the travel limits have been reached, and in the other direction he just hears a motor sound, but neither the image intensifier or tube arm will move. Customer wanted to have a field service engineer (fse) come to the site. Fse went on site and found transducer board at foot end of table causing misalignment problem. Fse replaced the transducer board and verified proper operation per service checklist qssrwi4.1 and returned the unit to the customer for full service.

Event description:
Customer reports during a stent placement the fluoro failed with a system alignment issue. Staff placed the stent with the endoscope and did a follow up radiograph after the procedure. No reported injury.